Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she had back surgery about 2 years ago and had a return of symptoms. Patient saw their doctor for reprogramming and 'got it straightened out.' The issue was fixed by healthcare provider. There were no further complications reported.